Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. Revision njr number: (B)(4). Side: r . Primary asa: p2 - mild disease not incapacitating. Component not revised: product: advance ii medial pivot tibia insert sz 3 right 10mm product ID: kimp310r lot # : 125303897 qty: 1.